Event description:
It was reported, "rasp handle and accolade rasp was not well fixed, so make clattering sound. When surgeon made impact on the end of the rasp handle to insert rasp handle with rasp into femur part of body, rasp and handle were separated and the head of rasp handle was broken."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.